Manufacturer narrative:
On 16-oct-2023, additional information was received. It was reported that the patient fully recovered. The patient required extended hospitalization for 2 days for observation. The patient had been discharged from the hospital with no problems. As such, the h 6. Health effect - impact code has been updated with the appropriate code. The physician¿s name was provided. Therefore, section e initial reporter was updated. The information on the type of generator was provided. Therefore, the concomitant product section was updated. On (B)(6) 2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 31099927l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. When cavotricuspid isthmus (cti) line was being created, during use of bwi products, blood pressure decreased during the procedure. Drainage was performed. The procedure was completed as it was. The physician's opinion was that there was no causal relationship between the event and the product. No abnormalities observed prior or during the use of the product. Atrial septal puncture was performed with rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not observed.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).